Manufacturer narrative:
(B)(4)

Event description:
This procedure was done to extract two cardiac leads due to lead fracture with cable externalization. A spectranetics 16fr glidelight laser sheath was used to free up the lead at the second ICD coil. The patients pressures dropped and a tee performed confirmed an effusion. A sternotomy was performed to repair a tear at the rv ivc junction. The lead extraction was completed. The patient survived the procedure.